Event description:
A consumer reported experiencing a corneal ulcer, left eye, which required unspecified treatment by an eye care professional associated with wear of an o2optix contact lens. Several requests have been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.